Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera and video control board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that, in the middle of a case, the screen went gray and blank and they could not see any images. There is no report of patient injury associated with this event.